Event description:
It was reported that the ventilator failed internal leakage test and safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device failed internal leakage test and safety valve test. Identification of issue has been done by analyzing problem description. There was no patient involvement. Based on technician statement, the pressure transducer printed circuit boards (pcb) and expiratory channel pcb 4 were checked and have been replaced to resolve the issue. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. Expiratory channel contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve contro;, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The issue was decided to be reported based on available information as defective pressure transducer pcb may lead to high pressure and defective expiratory channel pcb may lead to stop of ventilation or high pressure. The device's logs and defective parts have not been available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).